Manufacturer narrative:
The reported events were lead dislodgment, helix mechanism issue, and oversensing. The reported event of helix mechanism issue was confirmed, and the reported event of oversensing was not confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix retracted and clogged with blood and tissue. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported events of helix mechanism issue was isolated to blood/tissue in the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
During remote follow-up, oversensing caused by dislodgement was observed on the right atrial (ra) lead. The patient experienced non-sustained ventricular tachycardia (nsvt) due to the dislodgment. There was a malfunction alleged against the helix of the ra lead. The ra was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that dislodgment was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.